Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements, measuring around 130 ohms on the right ventricular (rv) channel. Upon review, the device was implanted in 2021 and since then the trend was higher. There was no noise noted, and shock impedances were stable around 120 to 130 ohms. Technical services (ts) recommended troubleshooting options. Additional information received indicated that the integrity testing was performed by the physician. The plan is to continue with routine follow-up. This device currently remains in service. No adverse patient effects were reported.